Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the abdomen. On (B)(6) 2015, the patient reported that his wife called emt's to respond to the patients hypoglycemic event. The emt's responded at 4:00am and they administered dextrose 50. The patient reported feeling ok. No further injury or medical intervention was reported. Patient stated the bg value was 21 mg/dl when cgm was reading 75mg/dl.